Event description:
It was reported that the oxylog 3000 stopped the ventilation during transfer of a pt to the scanner, without acoustical alarm. An optical alarm message was displayed. The pt was reportedly ventilated with a balloon. No pt injury reported.

Manufacturer narrative:
The investigation is ongoing. The investigation results will be submitted in a follow-up report.